Event description:
Pt sustained a broken wrist and on (B)(6) 2007 was implanted with a ti wrist fusion plate and three (3) cortical screws. On (B)(6) 2011, the plate failed. Pt went in for revision surgery on (B)(6) 2011. The plate and three (3) screws were removed and a 2.7mm plate and eight (8) unknown screws were implanted. This report is #4 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.